Event description:
It was reported that the ilet insulin pump¿s screen became cracked and unusable after the device struck a nightstand, consistent with a damaged display component and device physical damage. Symptoms included no alerts or alarms from the pump due to the nonfunctional screen, while the patient could continue glucose monitoring through a compatible cgm application or receiver. Outcomes included the need for device replacement and interruption of pump use, with the user instructed to shut down the device and to return it within one week using a provided shipping label. Investigation included customer service troubleshooting and verification of shipping and return logistics. Investigation of this device revealed display damage from accidental impact, consistent with user-induced mechanical damage to the screen assembly, with no indication of device malfunction beyond the cracked display. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.